Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone14.3 cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported calling emergency services in late (B)(6) 2025 (exact incident date not provided) due to hypoglycemia. The patient believes there is an issue with her dexcom sensor. Patient stated the sensor is reading sporadically and inaccurately, resulting in low blood glucose levels. The patient's blood glucose levels were <55 mg/dl while wearing the pod on the leg for 24-36 hours. Symptoms reported include sweating and slurred speech. The patient was given juice and peanut butter and jelly sandwiches to eat. IV glucose was administered by ems for treatment.